Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. The device was visually inspected, and no defect was found. A voltage test was performed, and the test failed. No share log was available for download. The transmitter was milled and voltage was applied. A pairing test was performed, and the test passed. A bin file review was performed and passed. The reported event of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.